Manufacturer narrative:
The device was received with normal operating currents and no unexpected low battery alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly. The device was received with detached reservoir tube retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's insulin pump had a power error detected alarm. Customer's blood glucose was unknown at the time of incident. Troubleshooting for power error detected alarm was declined by the customer. Customer also mentioned that the insulin pump had replace battery now alarm without low battery alert and brand new battery has been used, and no unattended alarms noted that will drain the battery. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.